Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold rises from 1.375 to 2.5v from (B)(6), (B)(6) 2014, and remains 2.5v until (B)(6) 2015. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.